Event description:
It was reported the patient experienced a shocking or jolting sensation and overstimulation. The patient had fallen in the past, most recently the night prior to report. It was suggested that sometime in the past the patient had fallen down the stairs and was taken to the hospital in an ambulance. After the most recent fall she felt pain but couldn't tell if it was her back or the implantable neurostimulator (ins) that was hurting so she turned stimulation down to 1.5 volts. It was noted the pain was due to her back, but she hadn't turned the amplitude back up. The area she felt the pain was further down closer to her bladder than it had been during the trial. It felt like pain between her "butt crack." It was noted the falls hadn't been on that side of the patient's body and the pain she was experiencing from the ins occurred prior to any of the falls, as she was having issues with her left side with the sciatic nerve. The patient had gone to the hospital because she "was having problems with my sciatic nerve on the left side right before I had the second surgery where they implanted the device on the right side." When settings were adjusted so that the patient could feel stimulation all the patient felt was pain and it was not like it had been during her trial. When the patient did feel stimulation and it was helping it felt "like there might be something wrong possibly." The highest the patient could turn it up to was 2.4 volts, but felt "shooting pain" unlike stimulation during the trial. When the patient pressed on the incision site "on the bump" it sent "pain shooting downward, and it kind of moved back and forth." The patient was not sure if "the bump" was her ins or not, but indicated it was the site where her scar was. The patient could not feel stimulation at 2.4 volts and if she turned it up to 2.5 or 2.6 volts all she felt was extreme pain but no stimulation. This had been occurring for "a month or so." After changing programs and adjusting to 2 volts, the patient felt stimulation that was slight and comfortable. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot # va03rp7, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which reported that the patient was still having concerns regarding device or therapy but was working with her healthcare provider (hcp) or manufacturer¿s representative. It was noted that the device was going to be removed on (B)(6) 2013.